Manufacturer narrative:
The received pod had the soft cannula deployed and hard cannula retracted. Inspection of the fluid path and needle mechanism components did not find any damages or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula event could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found during the investigation that would cause fluid leaking during wear or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl. The pod was reportedly leaking while worn for between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (hip/buttocks). As treatment, a new pod was applied.